Event description:
It was reported that the patient had a wound dehiscence. Symptom of slight drainage and implant pain were noted. The patient went to a wound clinic for care which apparently never got better. The patient underwent an explant procedure.

Event description:
It was reported that the patient had a wound dehiscence. Symptom of slight drainage and implant pain were noted. The patient went to a wound clinic for care which apparently never got better. The patient underwent an explant procedure. Additional information received that the patient underwent replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: precision s8 adapter 15cm, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had a wound dehiscence. Symptom of slight drainage and implant pain were noted. The patient went to a wound clinic for care which apparently never got better. The patient underwent an explant procedure. Additional information received that the patient underwent replacement procedure and was doing well postoperatively. Additional information was received that all explanted device components will not be returned per facility policy.